Event description:
During the atrioventricular reentrant tachycardia procedure, occlusion issues resulted in a procedural delay. The pump was restarted and the catheter was exchanged and the procedure was completed with no adverse consequences to the patient. When the pump was connected to the catheter and flushed, it was noted that a ¿pump pressure sensor not connected¿ error was displayed on the ampere (¿press¿ on pump). This alarm was cleared. Then when attempting to flush and perform the first ablation, the error ¿pump occlusion detected¿ appeared. The pump was restarted but the same errors occurred. The tubing set was changed but the issue was not resolved. Next, the redel connector was changed which also did not resolve the issue. Each time flushing was tested on the catheter at 17ml/ min, it would work for several seconds before saying ¿pump occlusion detected¿. The catheter was exchanged and the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Saline was unable to flow through the irrigation lumen during flow testing due to a twist in the irrigation lumen within the handle, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Following investigation of the device, it was determined that the identified device deficiency is consistent with a design related issue.